Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette detect error. Service history review identified this device has not been in for service in the previous 12 months. The reported problem was duplicated when cassette attached, alarm cassette not attached appeared on screen. The downstream occlusion (dso) seal showed minor bubbling and was dirty. The probable cause of the reported problem was defective dso sensor. Replaced dso sensor. Device passed all functional tests post repair. After repaired all functional test of the pump passed.